Manufacturer narrative:
(B)(4). Method: the complaint iw932 baby control cosycot infant warmer was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photography provided by the customer and knowledge of our product. Results: visual inspection of the photograph provided by the customer confirmed that the base actuator was faulty. Conclusion: without the complaint device it is not possible to conclusively determine what caused the reported failure. The user manual for the iw932 baby control cosycot infant warmer states "ensure all warmer parts and accessories are checked before returning the device to service". The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year.

Event description:
A healthcare facility in the united kingom reported via a fisher and paykel (f&p) healthcare representative that the base actuator of an iw932 baby control cosy cot infant warmer was faulty. There was no reported patient involvement.